Event description:
Pt developed surgical site infections following a breast reconstruction surgery using a life cell surgical mesh called strattice. There were a total of 11 infections to date that we think may be associated with the use of this product. Dates of use: 2008 - 2009, still in use. Diagnosis or reason for use: use for breast reconstruction s/p mastectomy.